Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a u9000 ultrafilter, an external leak was observed. An excessive fluid removal of 1.4l occurred. The patient presented with low blood pressure, (no numerical values were reported). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently included information in f7: report type. This information is being removed as this MDR is a manufacturer MDR (and not an importer MDR). Should additional relevant information become available, a supplemental report will be submitted.